Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint. Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a pinnacle mom hip on her right side. Later, patient developed elevated levels of cobalt chromium in her blood and experienced severe pain, discomfort, and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. She will likely need to undergo revision surgery to replace the implant. Patient is a resident of (B)(6). Update12/7/2012 - medical records were received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review. Doi: (B)(6) 2009. Update 3/1/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges right hip pain, instability, limited ability to walk requires cane, cannot climb stairs. Instability added to complaint. Head added to complaint. No revision date at present time. The complaint was updated on: 3/21/2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Clinical notes reported of recurrent falls and on and off muscle spasms.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2006, patient was implanted with a pinnacle mom hip on her right side. Later, patient developed elevated levels of cobalt chromium in her blood and experienced severe pain, discomfort, and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. She will likely need to undergo revision surgery to replace the implant. Patient is a resident of (B)(6). Update - 12/7/2012 - medical records were received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review. Doi: (B)(6) 2009. Update 3/1/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges right hip pain, instability, limited ability to walk requires cane, cannot climb stairs. Poor joint mechanics-instability added to the complaint. Head added to the complaint. No revision date to be reported yet. The complaint was updated on: 3/21/2017.